Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection, functional testing, and a review of the alarm log were performed. Functional testing revealed that the device had presented a system error 2391 alarm. A review of the alarm log revealed the following alarms: system error 2391, low drain volume, system error 2265, system error 2004, system error 2046, check patient line, and check supply line. To correct the condition, the device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice (hc) machine experienced several system errors. The reporter was unsure as to which exact errors occurred. A patient was reported to be involved, but the step of therapy or setup during which this occurred was not specified. There was no report of patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice was returned, and device evaluation is anticipated. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.